Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) via the patient reported that the patient felt right side weakness starting (B)(6) 2016. The patient is now admitted to the hospital where they are checking the integrity of the system, with impedances and battery both checked and looking good. It was stated by the patient that they have not "touched" the battery in several months, and the patient believes the implantable neurostimulator (ins) to have been on all day on date notified. However, when the ins diary was evaluated the data showed no information for date notified. Additional information received on date notified confirmed the data entry was accurate and true. The patient also had a pump replacement on the friday before date notified and it is unsure if the ins was turned off during the procedure. The ins diary showed that the device was off on that date but it is unknown if the device was actually off or if the device was interrogated afterwards wiping the diary entries for previous dates. Additional information received from the healthcare provider (hcp) on (B)(6) 2016 confirmed that the ins was not off except during pump replacement surgery. Indication for implant is parkinson's dual. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.